Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: a review of the documentation, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, there is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Per the customer, the needle may have gotten bent against the inferior rib margin. The inferior rib margin is formed by articulated cartilage, which could have contributed to the hub separation. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause was unable to be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A micropuncture transitionless stiffened cannula access set was used in a cholecystostomy drain placement procedure. It was reported that during the procedure the needle hub broke off. The needle itself was lost into the subcutaneous tissue and/or the abdominal cavity. The physicians tried to cut down to retrieve needle, but that was unsuccessful. Patient was taken to the or for an exploratory laparotomy, and successful removal of the needle. There was no mention of the needle being bent during the initial placement. It was further reported that the surgery went well. Physician stated he was just under the last rib, and feels the needle may have gotten bent against the inferior rib margin. It was hubbed due to depth, to reach the gallbladder. He tried to place the wire and it would not advance through the hub and into the needle. That is when the hub came off and the needle was lost.